Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encounter the issue replaced the drive manifold to fix the problem, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Pm was completed and the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse) on the cardiosave intra-aortic balloon pump (iabp) , a vacuum leak was discovered while testing the drive manifold. There was no patient involvement, and there was no adverse event reported.